Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
(Report 1 of 3). It was reported that during surgery the screw stripped while inserting. It was also reported upon further investigation, both cannulated drivers did not fully seat into the 22mm mini at3 screw. The screw was removed, and a new screw was inserted with a stick-fit driver. The surgery was completed after a 30-minute delay. There was no adverse patient consequences reported. There are 3 related report numbers for this event 3025141-2024-00592 & 3025141-2024-00593.

Manufacturer narrative:
(Report 1 of 3): manufacturing and inspection records were reviewed, and no anomalies were found. The two returned t8 cannulated hexalobe driver (part number 80-4151, batch number 596274) and the 22mm, 3.5 mini acutrak 3® bone screw (part number 3052-35022, batch number 608695) were examined visually under magnification. Both driver tips were t8 cannulated hexalobe drivers (part number 80-4151). Each driver tip showed subtle wear consistent with the description of the event. Specifically, the subtle wear was most visible on the tip of the hexalobe drive shape with rounding of some outer loads at a very small-scale visible underneath magnification. The returned bone screw is an acutrak 3 mini screw. Overall review of the screw showed a normal condition except for the drive socket. The hexalobe feature showed deformation and wear consistent with both shallow driver tip insertion and removal using an easyout tool. Additional commentary collected from the party filing the incident noted that the profile drill was not used during this case. Absence of profile drill used causes an increase in the required amount of insertion torque. An increase in the amount of insertion torque required the driver tip and driver socket to withstand a higher amount of stress during implant insertion. This factor combined with the description from the reported event may have led to the stripping the hexalobe drive socket. The returned parts and observations made during the product investigation support the description of the event and procedure completion statement in the customer incident report. Additionally, the information collected identified the absence of profile drill use further supports the plausibility of increased insertion torque. This combined with a non-fully inserted driver tip supports plausibility with a high probability that the increased stress across a smaller than intended surface area led to a stripped hexalobe drive socket. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Type of investigation code (annex b): updated to 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.